Manufacturer narrative:
The customer's free t4 result exceeded the upper limit of the elecsys free t4 reference range. The free t4 result on the siemens centaur was detected slightly above the upper limit of the centaur reference range. The customer refused to provide any information about the patient and the sample was not available for investigation to clarify the discrepant values. No adverse event was reported.

Event description:
The user stated a client of theirs had complained about falsely elevated free thyroxine (ft4) results from the e module analyzer when compared to the results from previous methods. The client was also concerned that the thyrotropin (tsh) result was discordant with the ft4 results. The results for one patient sample were provided as an example. The ft4 result from the e module analyzer was 2.23 ng/dl, from the centaur analyzer was 1.83 ng/dl and from the equilibrium dialysis analyzer was 1.4 ng/dl. It was unknown if the results were from the same sample. All the results were reported outside the laboratory. It was unknown if the patient was adversely affected. The ft4 reagent lot number was 16228503.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.